Manufacturer narrative:
One driveline extension cable was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device's serial number was unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed via review of the controller log files since the available log files did not cover the reported event date. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. (B)(4).

Event description:
It was reported that the patient was discharged home from original implant date ((B)(4)2014) with driveline extension cable still attached. The patient later presented to the clinic complaining of "electrical fault" alarms on the controller. No other associated alarms/changes in vital signs reported by  the patient or site. The vad coordinator stated there was visible damage to driveline extension cable. After removal of driveline extension cable, "electrical fault" alarms subsided. The vad coordinator elected to exchange controller as a precaution. The new primary controller is (B)(4) and new backup controller is (B)(4). There was no reported consequence or impact to the patient. No further information was provided.